Manufacturer narrative:
The technician found the adapter between the flexlink and scale unit had snapped in half. No sleeves were present at the time of the investigation. In the instruction guide for likoscale 200 7en160154, it is stated that the combination of a viking lift with fixed assembly with adapter and a universal sling bar requires the use of sleeves on both the upper and lower attachment point. In the instruction guide for viking xl 7en137106, and likoscale 200 7en160154 it states that before lifting, check that the lifting accessory is hanging vertically and can move freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the scale adapter to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that while lifting the patient, the link between the flexlink and the scale unit snapped off and the patient fell back on the bed. There was no patient or user injury reported. The lift was located in (B)(6) at the account at the time of the allegation. This report was filed in our complaint handling system as complaint #(B)(4).